Event description:
During nephrostomy tube placement the nitinol guidewire kinked preventing the insertion of the transition sheath. Nitinol guide wires are not supposed to kink. The patient was not harmed.